Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer have experienced sensor glucose versus blood glucose differences of 15 percent. Customer also reported of receiving sensor error. Customer's blood glucose was 14 mmol/l. Customer removed sensor and it was found that cannula was missing. Customer found that cannula was attached to the tape. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned opened/used